Event description:
On (B)(6) 2013, the following information was reported to kci by the nurse: on (B)(6) 2013, the nurse allegedly observed blood filling the canister and that the patient's condition deteriorated. The patient was sent to the operating room and the "large volume blood protocol" was utilized. On (B)(6) 2013, the following information was reported to kci by the nurse: v.a.c therapy was started just prior to the patient's bleeding event. The nurse reported that the patient required surgical intervention to stop the hemorrhaging and received a blood transfusion, amount unknown. On (B)(6) 2013, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2013, the device was placed with the patient. On (B)(6) 2013, it was determined that after patient placement, the device was tested per qc procedures on site at the hospital facility at the customer's request. The device once again passed qv checks and met specifications. The device remains with the hospital facility (customer) as of this date, so evaluation of the unit in kci quality engineering has not been possible. On (B)(6) 2013, kci made multiple unsuccessful attempts to obtain additional information ((B)(6) 2016 - fax request sent.) No additional information is available.

Manufacturer narrative:
Device labeling, available in print and online, states: with or without using v.a.c. Therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. Patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: suturing of the blood vessel (native anastomosis or grafts)/organ, infection, trauma, radiation, patients without adequate wound hemostatis, patients who have been administered anticoagulants or platelet aggregation inhibitors. Patients who do not have adequate tissue coverage over vascular structures. If v.a.c. Therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician.